Manufacturer narrative:
(B)(4). The ra lead and crt-d remain implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from a clinical study that this right atrial (ra) lead and cardiac resynchronization therapy defibrillator (crt-d) presented with a high pacing impedance measurements. A lead revision was performed and the ra lead was successfully repositioned. No additional adverse patient effects were reported.